Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: hysterectomy w/ bso and usls event description: complaint created based on feedback ID# 5639 submitted on 12jul2023. This procedure was performed to treat a patient's stage 2 prolapse and perform a usls. The surgeon first removed the uterus from a vaginal approach, then inserted the gelpoint v-path to carry out the bso and usls via vnotes. The surgeon performed a tissue sweep to check for entrapment beneath the inner ring of the alexis, then began the laparoscopic portion of the procedure. The aps at the case, [name], noted that this patient had a shorter vaginal canal and that it appeared that the ring sat further into the cul-de-sac due to the lack of uterine support structures after the vaginal hysterectomy. Dr. [Name] did not see the right ovary initially, but she was able to identify the left tube and ovary immediately upon entry. After successfully mobilizing the specimen on the left side, she inserted another lap pad to retract the bowel and started on the right side. As she started to ligate the right fallopian tube, she realized the ovary was entrapped by the inner ring of the alexis. Upon mobilization, the ovary split beneath the inner ring of the alexis. Dr. [Name] removed the alexis and replaced it in order to remove the remaining portion of the ovary. Shay reports that there was no evident bleeding, trauma, or other complications associated with the entrapment, splitting, or removal of the right ovary. Additional information was received via email on 14jul2023 from applied medical clinical education associate. Lot number is unknown. Event date was (B)(6) 2023. The patient was not injured. A [name] bipolar device, atraumatic grasper, and 10 mm 30-degree scope were also used in the case. Product is not available for return and no credit or replacement has been requested. Intervention: surgeon able to remove remaining portion of the ovary without causing injury. Case was completed with a new gel. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the condition of the description of the event, it is likely that the reported event was caused by an inadequate tissue sweep to ensure that tissue is not entrapped beneath the inner ring of the alexis. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: hysterectomy w/ bso and usls event description: complaint created based on feedback ID# (B)(4) submitted on (B)(6) 2023. This procedure was performed to treat a patient's stage 2 prolapse and perform a usls. The surgeon first removed the uterus from a vaginal approach, then inserted the gelpoint v-path to carry out the bso and usls via vnotes. The surgeon performed a tissue sweep to check for entrapment beneath the inner ring of the alexis, then began the laparoscopic portion of the procedure. The aps at the case, [name], noted that this patient had a shorter vaginal canal and that it appeared that the ring sat further into the cul-de-sac due to the lack of uterine support structures after the vaginal hysterectomy. Dr. [Name] did not see the right ovary initially, but she was able to identify the left tube and ovary immediately upon entry. After successfully mobilizing the specimen on the left side, she inserted another lap pad to retract the bowel and started on the right side. As she started to ligate the right fallopian tube, she realized the ovary was entrapped by the inner ring of the alexis. Upon mobilization, the ovary split beneath the inner ring of the alexis. Dr. [Name] removed the alexis and replaced it in order to remove the remaining portion of the ovary. [Name] reports that there was no evident bleeding, trauma, or other complications associated with the entrapment, splitting, or removal of the right ovary. Additional information was received via email on (B)(6) 2023 from applied medical clinical education associate. Lot number is unknown. Event date was (B)(6) 2023. The patient was not injured. A [name] bipolar device, atraumatic grasper, and 10 mm 30-degree scope were also used in the case. Product is not available for return. Intervention: surgeon able to remove remaining portion of the ovary without causing injury. Case was completed with a new gel. Patient status: no patient injury.